Event description:
It was reported that the battery was charged but stuck at 70 percent. During troubleshooting, the caller mentioned it unexpectedly jumped back to 100 percent and returned to normal. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.